Event description:
Reportedly, after delivering a second synchronized shock to the pt, power to the device completely shut off. A bls device was used to continue pt treatment. The pt was delivered to the hosp with pulse and pressure. There was no allegation of adverse pt affect associated with the report.